Event description:
The device was returned for a set ID failure. The pump would give erroneous air in line readings during initial testing. No physical damage was identified inside the pump. The pump was reverted to manufacturing mode and underwent set ID functional testing. The pump was able to detect set ids correctly but failed air sensor testing.

Event description:
The following has been reported: biomed reported: "air in cassette error, ran cassette on another pump no issues, went back to this pump same issue of air in cassette." Step where problem occurred: unknown injury/adverse reaction: no active infusion stopped: no. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.